Event description:
It was reported that the console encountered error codes immediately upon attempting to put the machine into ready mode. The fiber was exchanged and the same errors was noted with the second fiber. The patient was present and sedated at the time the issue occurred. The physician did not want to use transurethral resection of the prostate and the case was aborted.

Manufacturer narrative:
The service engineer could not duplicate the reported issue, however errors 801 and 302.13 were found in the log. The top cover was replaced, and the touchscreen was returned for analysis. When connected to a test system the touchscreen powered up and functioned normally. When placed into ready mode the touchscreen had a horizontal line through the display. Based on device analysis, an assignable conclusion code of component failure was assigned to this investigation.

Event description:
It was reported that the console encountered error codes immediately upon attempting to put the machine into ready mode. The fiber was exchanged and the same errors was noted with the second fiber. The patient was present and sedated at the time the issue occurred. The physician did not want to use transurethral resection of the prostate (turp) and the case was aborted.